Event description:
It was reported that the device was replaced due to concerns of premature battery depletion (pbd). A new device was successfully implanted. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that the device was replaced due to concerns of premature battery depletion (pbd). A new device was successfully implanted. No adverse patient effects reported.